Manufacturer narrative:
The lot number for the malfunction was provided, therefore a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for tilt, unable to retrieve and is inconclusive for migration. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model md800f vena cava filter allegedly migration, tilt and unable to retrieve. The information was received from a single source. This malfunction involved one patient with no patient consequences. The (B)(6) male patient was (B)(6).